Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that a patient presented via remote transmission with an event that was detected as svt, but the physician suspects it is ventricular tachycardia. Programming changes were recommended. No further information is available.